Event description:
As reported by the (B)(6) clinical specialist, arterial access obtained on the right side, with a proglide, perclose was advanced and broke in the artery while trying to deploy suture. The esheath was placed in the left femoral artery and tavr procedure continued. The sapien 3 ultra was then successfully deployed with no complications. A cut down on the right femoral artery was performed for repair. There was no allegation of any edwards device that caused the event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).